Event description:
Our affiliate is reporting that a pt had a rotator cuff repair with the use of 5 spiralok anchors from 4 separate lots for fixation in 2008. At some undetermined time post-operatively, it was somehow determined that there was some sort of fixation device malfunction. In 2009, a re-surgery was performed and at this time it was noted that a fragment of one of the anchors was floating in the joint space; it is not known from which of the lots the device fragment is associated with. This fragment was removed. This is all of the info supplied. The affiliate states that they expect further detail sometime in september. Also see associated mdrs 1221934-2009-00316, 1221934-2009-00317, 1221934-2009-00319 and 1221934-2009-00320.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.